Event description:
Insulin was leaking (device leakage) (ketoacidosis). Case description: this spontaneous case received from germany, reported by a diabetes nurse specialists as "ketoacidosis and insulin was leaking", concerns a female patient (age unknown) treated with novopen 3 from an unknown date to an unknown date due to type 1 diabetes mellitus diagnosed in 2005. Medical history was not reported. In 2007, the patient experienced ketoacidosis. Two days later, the patient was admitted to the hospital and had to be treated in the intensive care unit. The novopen3 was also reported as being defective. The insulin was leaking and there was insulin behind the piston. Insulin reported as concomitant medication is novorapid penfill (fast acting insulin aspart). The patient is using 2.5 iu insulin/12grams carbohydrates. The patient's ph level was measured at 6.8. Treatment details were not reported. The following month, the patient was discharged. On an unknown date, it is reported that the patient had recovered.

Manufacturer narrative:
Device conclusion: technical, visual and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. The result was within acceptable limits. During testing of the device, it has not been possible to detect any dripping or leaking.